Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a complete investigation could not be performed. The lot information was not provided either, so a retention sample could not be evaluated. A definitive root cause could not be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during the vein harvesting procedure, blood backfilled into the insufflation port and become clogged. The device was removed from the leg, the co2 port was flushed with saline, however the port was unable to clear. The patient's leg near the proximal end was opened to obtain the saphenous vein. Product was changed out. Surgery was completed successfully.